Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated the ok button was intermittently unresponsive and required multiple presses to engage. The reporter noted cloudiness/ moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/10/2013 not 07/08/2013 as previously reported.

Manufacturer narrative:
Follow-up #1 date of submission 07/31/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2013 with the following findings: evaluation revealed that all of the buttons symbols were worn and the rubber keypad is peeling off at the bottom. The pump powers on and display verify screen. The ok and contrast buttons were intermittently unresponsive and the other buttons responded appropriately. Evaluation revealed that was contamination under all key contacts. There was a crack between the display lens and the case seal. There was moisture corrosion found in the keypad flex/connector. The display lens was also scratched.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.